Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). The device alarmed due to failure of hepa filter and check valve. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction "tightness test fails" can lead to a delay in the therapy, cause serious injury or death since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the check valve assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
The machine alarmed during use. After hearing the alarm, the medical staff came immediately. No injury was caused.

Event description:
The machine alarmed during use. After hearing the alarm, the medical staff came immediately. No injury was caused.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). The device alarmed due to failure of hepa filter and check valve. The report by hospital says: "the machine alarmed during use. After hearing the alarm, the medical staff came immediately. No injury was caused. The machine was stop use maintenance staff found that the solenoid valve was defective. After replacement, the machine could run normally". The event is not serious to public health and is not likely to cause any serious injury or death to patient or user if it were to recur. Nevertheless must the event be reported to FDA since it was reported by user to competente authority in china.